Event description:
It was reported that meter to lab comparison tests were done, side by side. Tests were done within 10 minutes at the lab. The meter reading was 94 mg/dl, and the lab test result was 202 mg/dl. No symptoms were reported. A control test was also done using hospital strips, with results low out of range, 50 (80-120). An unidentified diabetes educator had placed call to lifescan, and on followup, the reporter/patient confirmed the information. Pt stated that pt checks her confirmation dot for enough blood. Pt did not have any control solution for testing. No harm was alleged.